Event description:
It was reported that cardiac arrest occurred. A left atrial appendage closure (laa) procedure was being performed under intracardiac echocardiogram (ice) imaging. During the procedure, the patient had hypertension and pre-existing tachycardia which required esmolol to be administered by the anesthesiologist. A watchman trusteer access system (was) was inserted and prior to going transseptal, the patient went into cardiac arrest. Chest compressions were initiated which helped stabilize the patient. A watchman flx pro closure device and delivery system was then inserted, deployed, and the closure device was implanted. There were no further patient complications. The patient was discharged.